Manufacturer narrative:
Device evaluation: a vyaire field service representative(fsr) evaluated the device onsite and verified the error in the events log. The reported issue was duplicated. The fsr attempted to calibrate the transducers and the unit would not calibrate. The unit needs a new main board.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator unit has a motor fault alarm. The reporter confirmed that there is no patient involvement associated on this event.